Event description:
Additional information was received stating that patient's lead had high impedances. Surgical intervention took place on (B)(6) 2025 where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
It was reported the patient the patient was unable to get into MRI mode due to impedances. As a result, surgical intervention may be pending to address the issue. It is unknown which lead was impeded.